Event description:
Four days prior to the date of this report, it was indicated the trial patient had a temperature. There was minor bleeding at the lead site and there was a ¿2-inch circle¿ on their sheet when they woke up that morning. As of the date of this report, it was noted the patient had an infection and it was due to anesthesia. The test box was off. They called the doctor¿s office and went to the emergency room. The patient was then admitted the weekend prior to the date of this report. Two days later, it was noted the patient was home and had started their test on program 1.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).